Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed lvad fault advisory alarms however, a specific cause could not conclusively be determined through this evaluation. Additionally, evaluation of the submitted log files confirmed pump stops that appeared to be associated with electrostatic discharge (esd) events. It was reported that the patient had lvad fault alarms and 2 esd events. The lvad fault alarms were resolved when the patient disconnected their driveline for 2 seconds and reinserted it. After the pump was restarted the alarms resolved. The submitted controller event log files contained overlapping data from (B)(6) 2020 at 5:49:03 to (B)(6) 2020 at 10:49:00. Throughout the captured data, there were numerous lvad internal fault alarms that were associated with (f59) e2p_crc and (f46) eeprom communication error lvad fault flags as well as e2p_crc, rtc, eeprom, and rtc_sw lvad live info flags. On (B)(6) 2020 at 23:11:08, (B)(6) 2020 at 14:12:55 and 23:10:04 and (B)(6) 2020 at 10:41:42, there were pump stop events that appeared to be consisted with esd events. The esd events were associated with com_a, com_b and low pump current faults. The pump was restarted and returned above the low speed limit. The end of the log file captured a driveline disconnect and pump restart on (B)(6) 2020 at 10:48:49. The pump was restarted and the lvad internal fault alarms cleared. Despite the esd events, the pump operated at the set speed. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. Heartmate 3 instructions for use (IFU) outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. Section 6 of the hm3 IFU, "patient care and management" (under "postoperative patient care"), warns that static electricity can cause the lvad to stop and explains how it can be avoided. Section 6 (under "electrostatic discharge") explains that strong static discharges should be avoided. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Section 1 of the hm3 patient handbook, (under "general warnings"), warns the user: do not touch television (tv) or computer screens while you have the pump. Tv and computer screens have strong static electricity. A strong electrical shock can damage electrical parts of the system and cause the pump to stop. Avoid activities and conditions that may induce strong static discharges (for example, touching a television or computer monitor screen) as electrostatic discharges may damage and/or interfere with the electrical parts of the system, and may cause the lvad to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Additionally, the testing & classification tables in section 9 of this document include electrostatic discharge. Heartmate 3 lvas patient handbook outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 14nov2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient contacted the site about their pump running under the set speed. A log file was downloaded and found on (B)(6) 2020 an lvad fault alarm as well as 2 esd events. After the driveline was disconnected from the controller and then reinserted, the alarm was resolved. A log file was sent in for review which found no alarms for the lvad fault and only shower the set speed of 5200 rpms. No additional information was provided.